Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery due to a tibial detachment. 01/10/2025. New confirmation received from rep indicating that manufacturer report (B)(4) is a duplicate of a manufacturer report (B)(4): 1. The patient faced an infection 4 month after implantation (1st tar implants), what resulted in a tibial tray loosening. 2. Based on the infection and loosening the patient got revised, all tar products got removed and a cement spacer got implanted. 3. New CT-scan got made and prophecy project got launched for 2nd tar implants. 4. (B)(6) 2024 ¿ 2nd tar implants got implanted.

Manufacturer narrative:
Upon receiving the new confirmation from the representative, it has been clarified that manufacturer report 3010667733-2024-00827 is a duplicate of an event already reported to FDA under the following reports: 3010667733-2024-00812, 3010667733-2024-00813, 3010667733-2024-00814. The reported incident involves a patient who underwent a revision on (B)(6) 2024 due to infection and tibial tray loosening, therefore please disregard 3010667733-2024-00827.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery due to a tibial detachment.